Manufacturer narrative:
D9 product available to stryker: updated. D9 returned to manufacturer on: updated. H3 device evaluated by mfg: updated. There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, approximately 208cm of the subject guidewire was returned. The distal fragment (approx. 7cm) was not returned. The guidewire was kinked/bent approximately 64.8cm, 73.9cm, 178cm and 200cm from the proximal end. The nitinol tubing on the guidewire distal end was broken/fractured with approximately 7cm of the core wire protruding. The nitinol tubing surface was rough. The core wire surface was not broken but had been pulled out of the distal fragment. The functional inspection was not required, and the reported event was confirmed based on analysis. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. The dispenser hoop was flushed before removing the guidewire and there was no resistance when taken out of dispenser hoop/protective tube. There was no indication of a user related issue. The anatomy was reported to be severely tortuous. The gw was shaped 45 degrees. The distal tip of the subject device was found to be damaged. The defect was not identified at the time of preparation. Friction or resistance was encountered in the catheter shaft. There was no resistance or friction when inserting the gw into the introducer sheath. There were no allegations against the microcatheter. The microcatheter was not torn. 15 cm of the guide wire tip was torn. Analysis of the returned device found approximately 208cm of the guidewire was returned and found to be kinked/bent approximately 64.8cm, 73.9cm, 178cm and 200cm from the proximal end. The distal fragment (approximately 7cm) was not returned. The nitinol tubing on the guidewire was broken/fractured with approximately 7cm of the core wire protruding. The nitinol tubing surface was rough. The core wire was not broken but had been pulled out of the distal fragment. The damage to the returned guidewire indicates the device encountered a significant force during use and it is most probable the patient¿s severely tortuous anatomy contributed to the reported issue. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire difficult to advance¿ and ¿guidewire distal tip broken/fractured during use¿ and as analysed ¿guidewire distal tip broken/fractured during use' and ¿guidewire kinked/bent¿ as the issue is associated with a product that meets company¿s design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during basilar artery (ba) tip aneurysm coil embolization procedure, the subject guidewire encountered resistance while advancing through the microcatheter shaft. The subject guidewire was torn (fractured) 15 cm, from the distal end and the fractured tip was retrieved along with microcatheter. As the procedure was at final stages, it was completed as it was. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during basilar artery (ba) tip aneurysm coil embolization procedure, the subject guidewire encountered resistance while advancing through the microcatheter shaft. The subject guidewire was torn (fractured) 15 cm, from the distal end and the fractured tip was retrieved along with microcatheter. As the procedure was at final stages, it was completed as it was. No clinical consequences were reported to the patient due to this event.